Event description:
User rec'd discrepant uric acid results for one pt sample. Sample drawn in a lithium heparin tube. Initial result gave 0.1 mg per dl and was reported. The physician questioned the result and the sample was pulled and rerun on (B) (6) 2009 giving 5.4 mg per dl. User said they then repeated other tests on the pt sample and all results matched initial results - no data provided. User stated pt was not adversely affected (not treated) based on reported result. The field service representative indicated the cause may have been sample specific. He ran precision and accuracy check tests which were within spec. To verify analyzer performance a 20 sample precision study was run on uric acid which was within spec.